Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump has air in the circuit; unable to deactivate alarm and therefore pump is blocked¿ was unable to be confirmed or duplicated. There was a singular air in line alarm noted in the event history log (ehl), which does not signal an air detector issue. The cause of the reported issue was unable to be determined or verified through evidence and test methods available. Preventive maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump has air in the circuit; unable to deactivate alarm and therefore pump is blocked. There was no reported patient involvement.